Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The device was sent in for repair by the customer for the issue of cable break. There is no patient involvement and no harm reported to any patient. At the time of device evaluation, it was observed that the image was intermittent. The visual field is suddenly lost. This medwatch is being submitted for the reportable issue of no I mage found during device evaluation.

Manufacturer narrative:
Event date is (B)(6), 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, , it was observed that the image was intermittent. The visual field is suddenly lost. This is attributed to the cable break. The user¿s complaint of cable break was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.